Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close associate with the gripper actuation issues was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close associates with single gripper actuation. There is no indication of a product issue with respect to manufacture, design, or labeling. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.health effect and medical device problem codes removed. Investigation complete and summary attached.

Manufacturer narrative:
The device was returned; however, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022 during device preparation of the mitraclip (cds0702-xtw, 20505r291), an attempt to lower the gripper was performed and one of the grippers did not lower onto the clip arm. It was noted that there was a significant difference in the angle of the two grippers. The system was never introduced into the steerable guide catheter (sgc) or the patient. There was no patient involvement. Another device was used in replacement. No additional information was provided.